Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer noticed water in the cells and discovered questionable results were received for four patient samples. Of the data provided only one result was discrepant and reported outside the laboratory. The initial urine creatinine jaffé gen.2 result was 4 mg/dl and the repeat result on another cobas c501 analyzer was 70 mg/dl. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The creatinine reagent lot number and expiration date were requested, but were not provided. The field service representative found the rinse mechanism nozzle was sticking. He performed corrective maintenance by re-routing the nozzle tubing. The customer ran qc which met specifications.